Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had not had a device interrogation since implant. Upon attempted interrogation, it was found that the battery of the patient¿s implantable cardioverter defibrillator (ICD) was completely depleted and was not able to be interrogated. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.